Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in the mid left anterior descending coronary artery that was moderately tortuous, moderately calcified, and 99% stenosed. During pre-dilatation, the mini trek 1.50 x 15 mm balloon ruptured during the first inflation at 10 atmospheres, just before deflation was started. It was reported there was resistance met with the anatomy during advancement of the device. After the balloon ruptured, the device was removed from the patient anatomy. An attempt to inflate the device was made outside the anatomy, but it would not inflate. The device was replaced with a 2.0 x 15mm trek balloon dilatation catheter, which was inflated without issue. The lesion was additionally dilated with a 3.0 x 15 non-abbott balloon catheter. The procedure was successfully completed after a 3.0 x 33 mm xience alpine stent was implanted. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.